Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure an "e05 - console error" message was generated by the aquabeam robotic, which would not clear despite replacing the aquabeam handpiece. After multiple troubleshooting steps were conducted the error message was cleared and the aquablation procedure was able to continue through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation of the reported event. Visual inspection observed debris lodged in between the jet nozzle. A review of the treatment log files confirmed the reported "e05 - console error" and delay of 6 minutes and 40 seconds. Functional testing was unable to reproduce the error and the handpiece functioned as intended. The observed debris dislodged post functional testing. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c01113 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual, um0101-00 rev f aquabeam robotic system user manual, states the following: table 5: system detected errors and faults. E05 - console error. Release foot pedal and replace handpiece. Then turn off and turn on console. The root cause for the reported "e05 - console error" message was unable to be established, as the returned device functioned as intended during the investigation. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.